Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the device, and determined that the reported condition was confirmed. The assignable root cause for the loose, and detached turn knob, and cracked oscillation head was determined to be due to a design issue that has been assigned to a CAPA. The remaining failures were determined to be due to component failure from normal wear. UDI: (B)(4).

Event description:
It was reported that the during an unspecified surgical procedure the lock came off of the saw blade. There were no reports of delays, injuries, medical intervention, or prolonged hospitalization. It was not reported if a spare device was available for use. During an in-house engineering evaluation, it was determined that the device had a detached turn knob, a cracked oscillation head ,and a worn motor. It was further determined that the device failed pre-test for general condition and check the quick coupling for saw blades. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.